Event description:
It was reported that while a patient was in the recovery department after having had a surgery, a bd arterial cannula with floswitch was removed from the patient. Per the report, the cannula had detached from the device and remained inside the patient. The patient received an ultrasound, which located the cannula and the cannula was subsequently removed surgically.

Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation.